Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind basic occlusion, occlusion, prime and excessive delivery test. No motor error alarm noted. Unable to perform motor test due to pump pending dva. Pump received with cracked reservoir tube lip and scratched lcd window. (B)(4). Reference manufacturer report number 2032227-2014-15959.

Manufacturer narrative:
After further review of the complaint, it was determined section was filled out incorrectly in the initial complaint. Failure analysis has confirmed the motor passed the motor test.

Event description:
It was reported that the customer was hospitalized with low blood glucose levels. Blood glucose level at the time of hospitalization was around 80mg/dl. Customer was treated with food and glucose tablets. It was also reported that the customer received a motor error alarm. Customer's blood glucose level at the time 58mg/dl. Advised insulin pump would be replaced. No additional information is provided.